Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. Vascular access was obtained via the left femoral artery. A 8.0x60x135 cm express vascular ld stent delivery system (sds) was advanced to the right common iliac artery. However during advancement some friction was encountered at the iliac bifurcation. Damage was noted on the stent delivery system. The express vascular sds was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and tactile examination of the device revealed no damage was noted to the shaft of the device. The stent was still on the balloon however it was noted that the stent had moved 2mm distally towards the tip of the device. The proximal section of the balloon was folded and a clear impression of where the stent was originally crimped was visible on the balloon material. Visual examination of the stent noted that some of the struts between rows 10 and 19 proximal to the edge of the distal stent were misaligned and some of the struts were lifted up. One of the struts on the distal end of the stent had been lifted up and some were misaligned. From the condition of the stent and the balloon it was not possible to check the profile measurements. The device was passed over a 0.035" guidewire with no restrictions noted. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was further reported that lesion was denovo and 70% stenosed. The degree of tortuousity was a little severe with severe calcification. The stent delivery system (sds) was not advanced through a previously placed stent. A strut of the stent was damaged when the sds was advanced over the wire and through the iliac bifurcation. The stent remained attached to the sds.

Event description:
It was further reported that lesion was denovo and 70% stenosed. The degree of tortuousity was a little severe with severe calcification. The stent delivery system (sds) was not advanced through a previously placed stent. A strut of the stent was damaged when the sds was advanced over the wire and through the iliac bifurcation. The stent remained attached to the sds.